Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This ra lead also exhibited high pacing threshold, low amplitude, and the patient experienced muscle stimulation. Additional information indicates that dislodgement was confirmed through chest x-ray. This ra lead was repositioned and still remains in service. No additional adverse patient effects were reported.